Manufacturer narrative:
Medwatch sent to the FDA on 04/18/2017. The device has been returned however device analysis has not been completed. Device labeling addresses the reported events as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera is in place. Other medications that are started prophylactically should be continued after orbera¿ placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications- possible complications of the use of orbera include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. - abdominal or back pain, either steady or cyclic. - injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition.

Event description:
Reported as: a patient, who was in the opas clinical study, had the orbera intragastric balloon placed, and after a period, the patient started to experience nausea and vomiting. An x-ray was performed and it noted the device was inflated. It was additionally noted that the patient experienced pain, fever, erosive gastritis, and 2 5mm gastric ulcers. The device was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed which noted red and brown particles on the outer surface of the shell and valve. A sample fill tube was used to perform device testing. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was not able to be performed as the device had a tear covering 30% of the shell. Under microscopic analysis, one striated opening was observed near the radius. A large tear, approximately 4.5 inches in length, was observed running from the anterior to the posterior of the device. The origin of the tear was noted to be striated, consistent with device removal. Brown particles were observed in the valve channel.